Manufacturer narrative:
The event of a patient experiencing lead migration was reported to abbott. The patient underwent a lead revision surgery on (B)(6) 2020 where the physician attempted to re-position the leads to the desired location, however, was unable to do so due to severe scoliosis. The physician decided to explant the entire system. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-32270. It was reported that the patient experienced ineffective therapy due to the migration of their scs leads. It is unknown when the migration began. In turn, the patient underwent surgical intervention wherein the system was explanted.